Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the generator gives an error 200-70. Please repair.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the unit was received and evaluated at the service center. The defects reported by the customer were partially verified. In order to fix the reported issue, defective power entry module was replaced. The software was modified and the unit was calibrated newly. The unit was cleaned. Functional tests and electrical safety test were performed according to the test procedures. The by built-in-test (bite) indicated the fault codes analysed. One hour output test was also completed. The device was fully repaired. A review of the device history record indicated that this batch of serialized product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of serialized devices with the product code that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Correction: an incorrect device received date was used in follow-up 1 inadvertently. This date has been corrected in this report. (B)(4).

Manufacturer narrative:
UDI: (B)(4).